Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2023. H3: investigational summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned device. Overall inspection of the returned sample shows that it was received one detached needle in use condition and a suture piece outside the packaging. The packaging (winging former) pertains to the product code w9717. Upon visual inspection of the detached needle, the attachment condition was as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture piece was inspected, and the insertion mark was observed to be as expected. In addition, body fluids were noted along of strand. As per the conditions of the returned sample, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01102 and 2210968-2023-01103.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information device return follow up. Note: related events also reported via 2210968-2023-01102.

Event description:
It was reported that a patient underwent a lscs on an unknown date and suture was used. During the procedure, the suture detached from needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Ans: no, patient did not suffer from any signs or consequences due to this issue. Related events reported via 2210968-2023-01102 and 2210968-2023-01103.